Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed detect and treat testing. The cause for the failure was isolated to an intermittent connection at j1000 on the c/a board. The root cause for the intermittent connection was the ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.